Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample has been returned for eval.

Event description:
PICC was placed an x-ray was called for. The PICC line was handled gently the entire time. The line separated prior to being secure at the bd disc. There were no pt incidence to report other than pt having to go through a new PICC line placement.